Manufacturer narrative:
During inspection and testing, the reported issue (leakage from instrument channel) was confirmed and found to be caused by deformed instrument channel. In addition, service found the protector was damaged, the device displayed an e315 error message (non-compatible endoscope), and the bending angle was out of specification, the switch button #1 and the switch button #2 was broken. There was liquid invasion in the control section and the scope connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the subject device exhibited a leakage from the instrument channel. The device is an olympus loaner. There was no patient or procedure involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress, chemical stress, storage environment. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state:: important information ¿ please read before use. Warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ reprocesing manual_ general policy: precautions_warning: ¿this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found.¿ storage and disposal: warning: ¿the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.